Event description:
It was reported that pump experienced a malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if issue recurred.